Event description:
It was reported that the rubber hub of an interlink system non-dehp t-connector extension set came loose which resulted to leak of normal saline. This was observed during fluid testing prior to computerized tomography. The patient was connected at the time of this event. To resolve this issue, the set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed which observed the interlink septum of the interlink t-connector, non-retractable male luer lock above the swage ring. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5: the reporter indicated that saline leaked onto the technician and patient during the event. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.